Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 5 was verified. Additionally, based on the analysis, the alleged malfunction 0 could not be verified. However, a different issue was identified.